Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not getting all of the coverage needed with lead placement, and also wanted MRI compatibility. It was noted that there was a previous non-manufacturer abandoned lead. The manufacturer representative attempted programming and the patient was referred to surgeon and would follow-up. It was noted that the patient had a spinal cord stimulator replacement with a device from the manufacturer. The patient had a previously abandoned lead that was not from the manufacturer that would need further revision for MRI. Possible surgical lead placement was noted. Other relevant medical history includes non-malignant pain. Additional information received on 2016-11-25 reported medical judgment was used in placing the lead and that the abandoned lead was a factor in placement. Programming was performed and will continue. The patient was to see consult for removal of the abandoned lead for a possible revision. The manufacturing representative indicated on (B)(6) 2016 that the patient was seen for additional reprogramming, and are getting good coverage at that time. Additional information was received from a manufacturer representative on 2017-02-22 that reported that the patient had a lead revision. A surgical lead was placed and the previous competitor¿s abandoned lead was removed for MRI compatibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s lead revision surgery was on (B)(6) 2017. There was no lead malfunction noted upon removal.